Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit's video drop out. There was no patient harm.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit's video drop out. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion), h10, h11. Corrected fields: b5, b6, b7, d10, e1 (event site email), e2, e3, g2, h6 (impact codes). Additional information: event site email: (B)(6). A getinge field service engineer (fse) evaluated the equipment and extracted error logs from the unit to confirm the fault reported by the customer. Fse completed coiled cord field safety corrective actions in accordance with the recall notice and replaced coiled cord, mounting plate, o-ring, cable tie, fork strain relief, standoff ss 4-40 male to 6-32 female hex and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.